Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, adhesions and subsequent surgical intervention for neurectomy and mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2013, the patient underwent surgery for repair of a left groin hernia repair and a non-bard/davol mesh was implanted to repair the hernia defect. It is alleged that on or about (B)(6) 2015, the patient underwent surgery for chronic pain, partial mesh removal and a recurrent left inguinal hernia. It is alleged that the surgeon found the previously implanted mesh plug was attached to the inferior epigastric vessels. Thus, only the portion of the mesh not attached to the vessels was removed and a bard/davol 3dmax mesh was implanted to repair the recurrent hernia defect. Attorney alleges that on or about (B)(6) 2018, the patient underwent an additional surgery and a triple neurectomy of the left ilioinguinal, iliohypogastric and genitofemoral nerves was performed. The surgeon also removed the left inguinal mesh except for a section that was left on the iliac artery as it was too high risk to remove it with the potential injury to the artery and iliac vein. Attorney alleges past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries, permanent impairment, mental pain and suffering. It is also alleged that the device was defective.